Event description:
An olympus employee reported on behalf of a customer, during inspection for use, the videoscope cable noise did not appear in the endoscopic image. The diagnostic endoscopic ultrasound (eus) was completed using a replacement device. There was a delay in procedure due to scope replacement. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, there was a scope cable failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image had noise due to poor insulation of the connector. Olympus will continue to monitor field performance for this device.